Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that a (B)(6)-year-old female patient experienced high blood glucose level. However, they stated that the patient was sneaking snacks without being bolus, but the healthcare professional suspected a site issue as it was removed easily as if adhesive did not stick. Therefore, they tried to treat the high blood glucose level with a correction bolus via pump and multiple dose injection, but on (B)(6) 2021, she was admitted to the hospital due to diabetic ketoacidosis. The patient had traces of ketone levels which was not dangerous/life threatening as assessed by the healthcare professional. Her highest blood glucose level was 900 mg/dl and the infusion had been used for one day. During hospitalization, she received fluids of saline, insulin, and unspecified medication intravenously (drug name unknown) as corrective treatment, which resolved the issue. On (B)(6) 2021, the patient was released from the hospital with no permanent damage. No further information available.